Manufacturer narrative:
Based on description of the event and lack of sufficient medical information available, clinical assessment was not able to confirm the reported event of malposition of the ovation ix main body, occlusion and fem-fem bypass. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Patient code - 3191 removed, correction. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
During implant of the ovation ix sealing system to treat an abdominal aortic aneurysm, the main body was released a few centimeters below the intended location of the lower renal. The physician engaged the ipsilateral leg of the main body with the guide wire from the contralateral access, releasing both iliac legs into the same area of the main body. The physician decided to remove the contralateral leg from the ipsilateral gate, and embolize with both the contralateral gate of the main body and the iliac leg. A femoral-femoral bypass was made to restore the distal flow and a non - endologix stent (medtronic aortic cuff) was implanted to cover the proximal aortic neck to the lowest renal artery.